Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported trough remote transmission that non-sustained rv oversensing episodes were observed. Patient was asymptomatic and no other anomalies were reported. A week later, upon device interrogation, myopotential oversensing was confirmed. No action was taken. The patient remained asymptomatic.